Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a leak between the microcalve and the IV tubing set during a precedex infusion. Patient needed extra medication due to the leakage. There was no patient impact.

Event description:
It was reported that there was a leak between the microcalve and the IV tubing set during a precedex infusion. Patient needed extra medication due to the leakage. There was no patient impact.

Event description:
It was reported that there was a leak between the microclave and the IV tubing set during a precedex infusion. Patient needed extra medication due to the leakage. There was no patient impact.

Event description:
It was reported that there was a leak between the microclave and the IV tubing set during a precedex infusion. Patient needed extra medication due to the leakage. There was no patient impact.

Manufacturer narrative:
The customer¿s report that there was a leak between the microclave and the IV tubing set could not be determined. The reported set model: 10014914, lot: 19086229 that was in use during the customer event was not returned for evaluation. The root cause of this failure was not identified as no product was returned.